Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02758. Reportable based on additional information received on 03-apr-2017. It was further reported that wire entrapment occurred. The 12 x 10 mm target lesion was located in the renal artery. After a 300 cm journey¿ guide wire crossed the lesion, a 2.0 mm x 150 mm x 150 cm coyote¿ balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. Subsequently, during removal, the 300 cm journey¿ guide wire became stuck with the balloon catheter and was unable to be removed. Both the guide wire and the balloon catheter were then removed together without difficulties. The procedure was completed with another of the same guide wire and the balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a journey guidewire with the coyote balloon catheter. The guidewire was microscopically examined. The guidewire was in the lumen with 126cm coming out of the hub and 15cm coming out of the tip. The proximal end of the guidewire had numerous kinks. The high torque sleeve of the guidewire was separated and not returned for analysis. The guidewire was unable to be removed from the catheter due to the buckled shaft and inner separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02758. Reportable based on additional information received on 03-apr-2017. It was further reported that wire entrapment occurred. The 12x10mm target lesion was located in the renal artery. After a 300cm journey¿ guide wire crossed the lesion, a 2.0mmx150mmx150cm coyote¿ balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. Subsequently, during removal, the 300cm journey¿ guide wire became stuck with the balloon catheter and was unable to be removed. Both the guide wire and the balloon catheter were then removed together without difficulties. The procedure was completed with another of the same guide wire and the balloon catheter. No patient complications were reported and the patient's status was stable.